Manufacturer narrative:
Multiple attempts were made to follow up to obtain information regarding the repair and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29dec2020 .

Event description:
The biomed is reporting the v60 will not turn on and the display is blank. The battery needed to be removed to shut the unit off. The customer contacted product support and reported the device started alarming when powered on and the screen would not light up. The customer is reporting all of the power supplies are currently within specification. Product support advised the customer the v60 is affected by fsn86600050a. The customer reported that the unit was not in use on a patient. Product support created an action assignment for philips long term planners.